Event description:
It was reported to globus that a pt had a broken revolve screw. Revision surgery took place (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. No evaluation could be performed as the implant was not returned. According the received x-ray, the screw is broken approximately 7mm below the tulip. If and when the broken screw is returned for evaluation, a supplemental report will be submitted.